Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use states: if the grasp appears satisfactory, lower the grippers onto the leaflets. Failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a slda. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology due to challenging anatomy and procedural circumstances of difficult visualization. The slda was likely due to a combination of the challenging patient anatomy, procedural circumstances of difficult visualization and user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and challenging anatomy. The first clip was advanced to the mitral valve. Grasping was difficult due to the anatomy. Leaflet assessment was performed, but was not satisfactory. The clip was implanted, but after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip delivery system (cds) was advanced in an attempt to stabilize the slda clip, but there was not enough height due to the small atrium and the clip could not be positioned. It was noted that visualization was difficult due to shadowing of the anterior leaflet. The mr was reduced to 2 with the first clip; therefore, the second clip was not attempted to be deployed and no further clips were attempted. The patient is currently stable and there was no clinically significant delay in the procedure. No additional information was provided.